Manufacturer narrative:
Weight: unk. Ethnicity: unk, race: unk, implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14.50/+1.0/097 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was reported as having a huge vault and angle closure, with elevated intraocular pressure. The surgeon performed a coloboma on (B)(6) 2020, which corrected the situation a little bit, but angles were still closed. The cause of the event was unknown. The lens remains implanted.